Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an right ventricular (rv) lead revision procedure, this right atrial (ra) lead was found to be damaged at the terminal pin. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 2.5 centimeters (cm) from the terminal pin. It was also noted the inner coil was severed and appeared to be cut. Additionally, the inner coil was noted to be stretched and the terminal boot was torn. Detailed analysis of the fracture site determined the conductor coil was fractured due to overload force at the explant procedure.